Event description:
Dealer stated that the pump for the cg9701 careguard alternating pressure pad and pump is not pumping any air.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-05285 indicting the date of this report and date facility / importer was aware as (B)(4) 2013.